Event description:
Allegation rec'd that the head of bead will drift down about one inch every two hrs. No injury reported.

Manufacturer narrative:
Bed located in bed shop. Technician found the head of bed would drift down due to bad valve. Replaced the valve in the head section to resolve this issue.